Event description:
It was reported, the customer was experiencing high blood glucose. The customer's blood glucose reached 600 mg/dl. The customer's blood glucose was 68 mg/dl at the time of the call. Customer treated their blood glucose with a manual injection. It was also found the customer did not have any symptoms of high blood glucose. Troubleshooting found the customer's insulin pump failed the high pressure test twice. It was also found the customer did not have air in their tubing. Customer was advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.